Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the pet lock was separated, and the pull wire was retracted from its original position. If this occurs, the embolization coil will detach from its pusher assembly. The embolization coil was not returned for evaluation. Due to the returned condition, the root cause of the reported complaint could not be determined. Further evaluation revealed that the pusher assembly was returned in a knot. This damage was incidental to the reported complaint and likely occur during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician encountered resistance while advancing the first smart coil through the distal end of the microcatheter. Upon retraction, resistance was encountered and, subsequently, the smart coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached smart coil was removed and the coil was flushed out of the microcatheter on the back table. The procedure was completed using the same microcatheter and non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.